Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a software error alarm. The customer stated the alarm occurred while attempting to enter their blood glucose information. The customer's blood glucose was 17.5 mmol/l. The customer stated the alarm did not occur after pressing act while a bolus was delivering. Customer was also unable to upload. The customer was advised to revert to a back-up plan. The customer will have their insuli pump replaced.